Event description:
The MFR received info alleging a ventilator continuously alarmed. No pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's sensor pca and proximal pressure sensor were replaced to address this issue.